Manufacturer narrative:
Continuation of d10: product ID 97745bp, lot# nlh078900n, product type: accessory; product ID 97745, serial# unknown, product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they didn't know what circumstances led to the continuous zapping. They stated that they had taken it off the recharger and it started zapping them. They reported that it also switched to MRI mode for whatever reason. They stated that they would take it off the charger and it would go right to MRI mode. They started pressing buttons/icons to make it stop/resolve it. The continuous zapping had resolved/stopped. The patient reported that they had a new controller that was indicated to probably be a refurbished controller, but were told that this was okay as long as it didn't zap them, because it was pretty crazy.

Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, lot#: nlh078900n, product type: accessory. Product ID: 97745, serial# :unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated for the second time their controller was doing something "screwy". Pt said they would charge the controller, then immediately after taking controller off the charger, the controller would go into MRI mode and zap the heck out of the pt, mentioned it was continuously "zapping" them without requesting for the controller to. Pt could not remember the first time it happened, but said their reps said they had never heard of that and told pt to take a pic next time. Pt said it happened again today and pt took a picture of the MRI mode screen (screen 90) that came up. Pt said they did not put controller into MRI mode, and a button was not accidentally pushed as the controller was just sitting on a table. Pt attempted to remove li battery during the call, but pt and the person with the pt were not able to. Pt then mentioned one time their rep cynthia took the li battery out in the clinic, and pt hadn't needed to take the battery out on their own, but when they examined the battery today, pt noticed that there was a little piece of the tab on the battery that broke off, which they noticed for the first time during the call.